Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The local service engineer confirmed that the problem was reproduced, but when another department checked the problem, it was found to be operating normally. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during a routine inspection the subject device presented no image. No patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation and correction. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found defective watertightness of image capture. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, during a routine inspection the subject device presented no image. No patient involvement.